Event description:
Per the clinic, the patient experienced dizziness, nausea and eye twitch with device use and eventually a loss of connection to the internal device. The device was subsequently explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.